Event description:
Boston scientific received information that during a follow up out of range pacing impedances were noted on this right atrial lead. The p wave amplitudes had also decreased and loss of capture was noted. A right atrial lead fracture was suspected. During the revision procedure the connection was confirmed by pulling on the lead. The lead was finally loosened and was surgically abandoned. The lead was not tested with a pacing system analyzer (psa). A competitor lead and device were implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available investigation will be updated.